Event description:
A malfunction alarm, labeled as malf 0, was reported without any notable prior events. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with resetting the pump and was advised that they could continue using it. No recurrence of the malfunction code was reported after the reset, and the customer was instructed to contact support again if the issue arose.